Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right atrial lead exhibited loss of capture. A chest x-ray was performed and revealed lead dislodgement. Programming changes were suggested but not implemented. The patient was in stable condition.